Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: d8; g1; g3; h2; h3; h4; h6 and h11 corrected field: h8 the device was culture tested positive by the customer. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: 6/11/2025 sampling from: rinsing fluid, endoscopy cfu: >100 colony forming unit (cfu) bacterial identification: enterococcus faecalis sampling date: 4/24/2025 sampling from: rinsing fluid, endoscopy cfu: >100 and >100 colony forming unit (cfu), respectively. Bacterial identification: escherichia coli; eneterococcus faecalis, respectively. The device was tested positive by olympus; therefore, the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: j-tube (insertion tube) has foreign objects; ch-tube (insertion tube) has foreign objects. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested positive by olympus, therefore the user request was confirmed. After decontamination, the device was tested negative. Additional test after repair with negative results. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor filed performance for this device.

Event description:
No additional information received from the customer.